Event description:
The customer reported the lift column will not raise and lower. No patient injury.

Manufacturer narrative:
The service rep replaced the ps3 power supply. The system operates as intended.